Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient was experiencing a sensor error and was unable to monitor her readings. On (B)(6) 2026, after returning home from her doctor¿s appointment, the patient experienced a seizure and lost unconsciousness. The patient was unable to recall the last cgm reading before experiencing the sensor error nor the duration of the sensor error prior to the seizure. The patient stated her husband tried to help by giving her a nasal spray (not specified). The patient was unable to regain consciousness and her husband called 911. The paramedics checked the patient¿s bg; however, the patient is unable to recall the value. No treatment or medication was provided, and the patient was brought to the hospital. The sensor was removed during transport to the hospital. The patient had intraosseous access to perform bloodwork. The patient stated that she was clinically dead for about 5-10 seconds and was resuscitated. The patient stayed at the hospital until she was discharged on (B)(6) 2026. No other details were documented for this event. At the time of the report the patient was frustrated due to having low readings. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.